Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Consumer stated while moving with her rollator, the metal piece that goes from to the handle down to the wheel on one side broke.